Manufacturer narrative:
The complaint report stated that after inserting the 7fr avanti+ sheath introducer in the patient, it was impossible to insert a catheter into the csi. During the attempt to withdraw the csi, the sheath cannula separated into two segments. A surgical cut-down was needed to remove the separated segment. No lasting patient injury was reported. Multiple attempts to obtain additional information and clinical detail were unsuccessful. The cannula separation was confirmed; however, there are no indications that this is related to the manufacturing process. Although the exact cause of the break could not be determined, due to the lack of clinical information, it appears that anatomical or procedural factors may have contributed to the event. No corrective actions will be taken at this time. One non-sterile 7fr avanti+ catheter sheath introducer was returned for analysis. The cannula was broken 8.5cm from the distal end. The site of the break is elongated and ragged. No other anomalies were found. The catheter was not returned for analysis. The inner and outer diameter near the break point was measured and found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
During surgery, the doctor used the cautery pencil and it stayed activated on coag. The doctor flicked the switch several times to turn it off.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product has been returned for analysis, but the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
After inserting the 7f avanti + catheter sheath introducer (csi) into the patient, it was impossible to introduce the guiding catheter. The csi separated during withdrawal, and the distal part of the csi had to be surgically removed from the patient.